Event description:
The introducer was broken and a part migrated to the right heart. Part of the introducer was removed during heart operation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).